Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint. The fse saw that one of orange fiber cable in the setup joint (suj) was stuck there. The fse pulled it out and reseated it again. The fse replaced the proximal suj to resolve the issue. The system was tested and verified as ready for use. As of the date of this report, the suj has not yet been received by isi for evaluation.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, that the customer observed error messages on the universal surgical manipulator (usm) 4 while preparing the system. An intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the system logs and identified multiple errors related to the usm 4. There was no reported injury. Intuitive surgical, inc. (Isi) contacted two separate reporters and obtained the following information: the issue was identified during the docking phase, specifically while attempting to attach the 4th arm to the trocar. It was noticed that the arm was moving slowly. A check was performed to see if it could move back, but no movement was observed. Ports were already placed on the patient when the issue occurred. There was no reported injury to the patient. The procedure was completed robotically. One reporter stated: the procedure was completed using all four arms. The technical service team attended and resolved the malfunction during the procedure. There was procedure delay. This delay did not result in any intraoperative or postoperative complications, nor did the delay have any negative impact on the patient¿s health. The surgeon does not believe the delay would cause any long-term complications for the patient. The total operative time was 180 minutes; however, due to the malfunction, the total duration of the operation was 420 minutes. The total delay was 240 minutes. The patient remained under anesthesia during the entire time.